Manufacturer narrative:
While the analysis results of the investigation are inconclusive since the reported device was not returned for analysis, the site reported that the lead was cut accidentally by a physician not familiar with the barostim system. The device history record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim neo system was implanted on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient had a complication unrelated to the cvrx system in the past week that was treated on (B)(6) 2021. During the intervention at a facility unfamiliar with barostim therapy, the pocket was opened, and the lead was accidentally cut. On (B)(6) 2021, the lead was replaced. The device was activated with a good outcome on (B)(6) 2021.